Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. Stomatitis is a known complication of a peg tube placement. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
A patient in (B)(6) experienced infection at the percutaneous endoscopic gastrostomy (peg) site and was treated with antibiotic amoxycillin.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Subsequent to the submission of the initial medwatch report, additional information was received. Swab taken from the site showed growth of staphylococcus aureus. The patient had three courses of antibiotic amoxicillin and is about to commence a second course of antibiotic clindamycin.